Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, it is alleged that patient was revised on (B)(6) 2008, for an unknown reason. Additional information received from patient¿s legal counsel alleges that patient¿s (B)(6) 2008, revision was due to pain, soreness, dysfunction and loss of range of motion. Additional information received from patient¿s legal counsel alleges patient underwent left m2a arthroplasty on (B)(6) 2008. Subsequently, it is alleged that patient¿s left hip was revised on (B)(6) 2008, due to pain, soreness, dysfunction and loss of range of motion. Additional information indicates this patient was bilateral. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The limited information available indicates that a revision procedure occurred. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2012-01639 / 2014-04323).